Manufacturer narrative:
Check of DHR: the check of the sterilization and of the manufacturing charts of the lot numbers related to the components explanted on (B)(6) 2019, did not show any anomalies, thus indicating that the overall number of components had been properly sterilized before being placed on the market. This is the first and only complaint on these lot numbers. According to the info reported by complaint source, previous surgery was performed to treat articular infection due to patient's pathology. At that time, surgeon planned to perform the second stage surgery (object of this report), in which all the components previously implanted were removed and washed out. Sample was taken to rule out infection. Pms data: no other similar cases reported to limacorporate (smr anatomic hemi used as spacer) on a total of 16550 anatomic hemi implanted since 2002. Specific revision rate of 0.006%. No corrective action for this specific case. Limacorporate will continue monitoring the market. Please, consider this report as a final one because no further analyses will be performed.

Event description:
Second stage surgery performed on (B)(6) 2019 as originally planned by surgeon responsible for previous surgery performed on (B)(6) 2018. According to the info reported, smr anatomic hemi arthroplasty (all components) previously implanted on (B)(6) 2018 as a spacer to treat patient's infection, was replaced by converting to smr reverse. During the second stage, cemented stem previously implanted was replaced with a revision stem dia.15mm. Patient's clinical info received: autoimmune patient which often suffers of joint infection. Components explanted during the conversion performed on (B)(6) 2019: smr cemented stem ø16 mm, code #1306.15.160, lot #1702301; smr-flattened hum.head d.52mm, code #1322.09.521, lot #1409281; neutral adaptor taper standard, code #1330.15.270, lot #1707162; smr finned humeral body, code #1350.15.110, lot #1702530. Event occurred in (B)(6).